Event description:
The tip of the tunneler that was part of the kit broke off and separated during the procedure. This caused additional radiation exposure to the patient, as well as prolonged the procedure and anesthesia.